Event description:
The ge oec 9800 fluoroscopy system had the collimator close down when an exposure was made.

Manufacturer narrative:
A ge oec service rep investigated the issue and recalibrated the collimator and flashed the nodes. All other system checks within normal limits. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.